Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, inflammation, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse+ dermal filler lot 100122350 was reviewed. A lot search was conducted on the reported lot and no/other similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This case is related to MDR 3013840437-2020-00029, referring to the same reporter and same patient. This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse(+)® in (B)(6) 2019, reported as about a month prior to this report. After the radiesse(+)® injection, the patient developed rash, redness, swelling and experienced itching. The outcome of the events was not reported. Follow-up information was received on 19-feb-2020: this case was upgraded to serious. Event inflamed, swollen, red extending up to forehead and around mouth / redness under eyes and inflammation was added. Events redness, pruritus and swelling were deleted, they were considered to be symptoms of inflammation and rash. Patient's initials, date of birth, gender and weight were provided. She was (B)(6) at the time of the event, as reported, (weight (B)(6)). She was injected with a total of 3 ml of radiesse(+)® into the submalar fat pads (one syringe per side, 1.5 ml). The device history record was received and the lot number for radiesse(+)® was confirmed as 100122350 (expiry date 08/2021). A lot search in the global safety database was conducted. The patient's medical history and concomitant medications were reported as none. On (B)(6) 2020, approximately three weeks after the radiesse(+)® injection, the patient was inflamed, swollen and red, extending up to forehead and around mouth with redness under eyes and inflammation. Corrective treatment included medrol dose pack and vitrase to try to dissolve the product. The patient was followed up on (B)(6) 2020 and showed significant improvement. No relevant laboratory tests were performed. The treatment was necessary to prevent permanent damage. Due to the provided information, the outcome of the events was considered as resolving. In the opinion of the reporter, the events were not permanent and were related to radiesse(+)®.